Manufacturer narrative:
Technical services discussed tones and advised the patient have their device interrogated and further discussed lead integrity verses connection issue. As of today information suggests the lead and device remain in-service. Should additional information become available this event will be updated. Additional information was received that the device was later explanted electively. The lv lead remains actively implanted additional increased pacing measurements greater than 2,000 ohms were observed on the left ventricular (lv) lead and the newly implanted device. Upon review, an lvp markers was observed, however, no capture was noted. Capture was then determined to be present, and no change in threshold measurements were observed. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Additional information was received that this lv lead was explanted due to pacing impedance measurements greater than 2,000 ohms and loss of capture (loc). No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was emitting tones. It was later reported that this device had a monitoring voltage of 2.54 and the pacing impedances of the coronary sinus lead were 2000 ohms. This device is included in the shortened replacement window and the renewal 3 and 4 microswitch population advisories. No adverse patient effects were reported. Further information noted that this lead was tested in different vectors and a loss of capture was also noted on this lead.

Event description:
--